Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of the patient¿s hernia. It is well established for those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. In the absence of the required information, the root cause of this patient¿s hernia cannot be determined. Though the source of the patient¿s hernia is unknown, it is well known most hernias occur prior to the start of pd therapy. Regardless, the liberty select cycler cannot be excluded as a source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
Through a clinic survey, fresenius became aware of this peritoneal dialysis (pd) patient experienced a hernia. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s hernia; however, no additional information was obtained. In absence of the required information, patient demographics, type and cause of the hernia, medical intervention received, and current disposition of the patient remain unknown. In the intake, it was stated this patient could not undergo pd therapy due to a hernia in a bad spot. There was no indication this event was related to the performance of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s hernia.

Event description:
Through a clinic survey, fresenius became aware of this peritoneal dialysis (pd) patient experienced a hernia. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s hernia; however, no additional information was obtained. In absence of the required information, patient demographics, type and cause of the hernia, medical intervention received, and current disposition of the patient remain unknown. In the intake, it was stated this patient could not undergo pd therapy due to a hernia in a bad spot. There was no indication this event was related to the performance of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s hernia.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. A product history review was not completed during the investigation as the serial number was not provided (see product history review section below). The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.